Event description:
It was reported that the femoral head provisionals are worn and no longer have an adequate fit with the mating stem. This was discovered during an inspection, not during surgery.

Manufacturer narrative:
Evaluation summary: the returned provisional heads have an approximate potential field age between 3 and 3.5 years. It is unknown how many times the devices were used. In general, provisional heads may become worn from normal clinical usage potentially resulting in a loose fit over time. Evaluation: device history records indicate all components were manufactured and inspected to specification.